Manufacturer narrative:
The manufacturer's report number for this case is 1718912-2013-00034. Biotene dry mouth oral rinse is manufactured in (B)(4). The lot number (3h07c2) for this product is available; however, it is unknown if the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of convulsion in a (B)(6) year-old female patient who rec'd oral moisturisers, biotene dry mouth oral rinse (2013 formulation) for product used for unknown indication. A physician or other health care professional has not verified this report. In (B)(6) 2013, the patient started oral moisturisers (unknown) at unknown dosing. At an unknown time after starting oral moisturisers, the patient experienced convulsion, queasy, vomiting, accidental exposure to product, and knee pain. This case was assessed as medically serious by gsk. The patient was treated with ondansetron hydrochloride (ondansetron). Treatment with oral moisturisers was discontinued. At the time of reporting, the events were improved. Consumer reported accidental exposure to product as she accidentally swallowed biotene oral rinse about a week ago around 2 am in the morning. Consumer reported experiencing events of convulsions, vomiting, and queasiness that resulted in her going to the emergency room to be treated and released. Consumer reported convulsions and vomiting have resolved. Consumer's adverse event of queasiness has improved but is still occurring. Consumer also reported she is currently experiencing knee pain but she isn't sure if her swallowing the biotene oral rinse is causing it.